Event description:
It was reported, while in the or, the md prepped the iab per instructions. A sheath was inserted via the guide wire; the distal tip of the catheter was starting to be inserted through the proximal end of the sheath. The md noticed the membrane on the iab was unwrapping. As a result, the md tried to "rewrap" the balloon; however, the membrane "bunched-up" at the tip as he continued to insert the iab through the sheath. The md stopped the insertion and inserted another iab without difficulties. The one way valve was checked and it was secure. The iab was kept in the tray until the md was prepared for the insertion. There were no reported patient complications. The sample will not be returned to the manufacturer for evaluation. A DHR re-review could not be performed as the serial and lot numbers were not reported. A follow-up report will be filed if more information becomes available.